Event description:
Caller reported damage to pump housing and usb port, affecting ability to charge pump, though it did not cause pump shutdown. There was no adverse impact to customer's blood glucose level. Technical support arranged for pump replacement, instructed caller on storage mode, and advised on returning faulty pump to avoid charges. Customer opted for multiple daily injections as backup insulin therapy and acknowledged programming new pump settings and connecting their continuous glucose monitor.